Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) and right ventricular (rv) lead exhibited high thresholds with intermittent capture. In addition, these leads also exhibited noise with oversensing and pacing inhibition. It was noted that patient anatomy changes may have contributed to these observations. Both leads were surgically abandoned and replaced with a new system. No additional adverse patient effects were reported.